Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01961. It was reported the patient underwent a cervical lead implant procedure on (B)(6) 2018, at which time a cerebrospinal fluid (csf) leak occurred. The patient was directed to lie down following the procedure and was admitted to the hospital overnight for observation. The patient complained of a burning sensation. Additional information revealed the patient stated she did have a mild headache, but otherwise the patient is doing well.